Event description:
It was reported that (1) device was used during a colorectal procedure. It was reported by the rep that the chd33 instrument was fired by the rnfa and stated that the stapler did not release from the tissue. Rep was unclear that they heard the "crunch" of the washer breaking, but believed that the handle was fully fired. The surgeon then fired the 2nd cdh33 instrument successfully to complete the case. There was no consequence to the pt.